Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the insulin gauge was inaccurate. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose level ranged from 150-200 mg/dl.